Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.